Manufacturer narrative:
Product event summary: the data files were corrupted. The sheath, 4fc12 with lot number 52012 was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue was confirmed through testing. The sheath failed the return product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a saline leak from the flush extension tube to the sheath was observed. The location of the leak was not discovered until the end of the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.